Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 is being used to capture the reportable event of gel misplaced non-vascular.

Event description:
It was reported to boston scientific corporation that a spaceoar device was implanted during a placement procedure performed on (B)(6) 2023. On (B)(6) 2024, the patient visited the gastroenterology department complaining of bloody stool. The patient's rectum was reviewed with a camera, and it appeared that some of the hydrogel was placed within the rectal wall, a hole in the rectal wall was observed, and no hydrogel was visible. The initial magnetic resonance imaging (MRI) scan taken four days after the procedure were reviewed, and it was observed that the spaceoar was placed in the correct position. A computerized tomography scan (CT) showed inflammation in the area. In the physician's assessment, it remains unclear why a portion of the hydrogel is now placed in the rectal wall. The patient has completed radiation treatment.